Event description:
Reported noted the laser fired 40 shots on pt's corneal flap bed, while in stand-by mode, when doctor was positioning pt for second eye procedure. Nurse pressed emergency off button, and completed case without using footswitch. No pt injury occurred.